Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as on the patient stomach and it was reported the equipment was digging into the patient's side. There was no alleged device malfunction contributing to the irritation. It was found the irritation could have been from a medication that was previously prescribed. It is unclear if the medication was provided for the irritation or a preexisting condition. Follow up indicated that the irritation has improved.